Event description:
The customer reported that she was hospitalized due to high blood glucose levels over 600 mg/dl. The customer was vomiting prior to the event, and had been experiencing high blood glucose levels for the past three weeks. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.